Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
Correction - g3: (B)(6) 2025 for supp 1. Claim# (B)(4).

Manufacturer narrative:
H3 - product evaluation: lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found a haptic broken and bent lens. Dimensional and functional inspection found lens to be manufactured within specifications. Claim# (B)(4).